Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited noise oversensing and the undersensing of the p waves. It was also suspected the far-r waves were oversensed as well. The patient was brought into the clinic and the device was reprogrammed to resolve this issue. The patient was stable after the intervention.